Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was externalized. A test shock was done to ensure the high voltage lead impedance was within range. The patient was stable and would continue to be monitored.